Event description:
Significant difference between venous glycemia and results from ibgstar. The over-estimated results led to changes in insulin doses by the patient and to hypoglycemic sensation.

Manufacturer narrative:
Meter was not returned for evaluation.